Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy. Fluoro imaging confirmed the l3 lead had migrated. The patient underwent surgical intervention on (B)(6) 2025, wherein the l3 lead was replaced. During the procedure, the physician intended to replace the s1 lead; however, this lead could not removed from the anatomy due to scar tissue. The s1 lead was cut and remains partially implanted in the patient. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.